Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6), male, patient, for an unrelated issue. During servicing of the electrode belt, a reportable event was discovered. The belt failed the fall-off test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. Upon evaluation, the electrode belt failed the fall-off test. The cause of the test failure is a defective component q1 inside ECG electrodes c and d. The cause for the defective q1 in both electrodes is a short. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components. The patient received a replacement electrode belt.